Event description:
Event verbatim [preferred term] burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare menstrual), lot number: m07245, expiration date may2018, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blister on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered a serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the reported event burn blister as described in this case is considered a serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day two for 1 cell out of 10 in the wrap being over the upper in-process limit. The batch average thermal result was within the in-process upper limit requirement. 10 additional wrap samples were pulled from the same hour of production as the wrap with the out of in-process thermal result. The resample wraps met the required in-process limit for thermal temperature. Outside of the investigations discussed in this report, there was no other out of limit temperature events associated with this batch over the three day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the individual cell temperature being outside the thermal limit . Production of thermacare wraps with hot cells is a known, non conformance; as these defects can occasionally occur due to manufacturing process variability. The root cause is considered a common cause due to process variability.

Event description:
Burn blister [burns second degree] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual) (device lot number: m07245, expiration date: may2018) from an unspecified date in (B)(6) 2016 at one heatwrap daily for pain relief. The patient's medical history was not reported. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication and tolerated it well. On an unspecified date in (B)(6) 2016, the patient experienced a burn blister. Subsequently the patient experienced a scar on an unspecified date in (B)(6) 2016. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. No surgical intervention was required as a result of the events. It was unknown if therapeutic measures were taken as a result of the events. Clinical outcome of the event burn blister was resolved with sequel on an unspecified date in (B)(6) 2016. Clinical outcome of the event scar was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). Retained samples met the product description and the product is within expiration date. Corrective action procedures for individual cell temperature were completed for run day two for 1 cell out of 10 in the wrap being over the upper in-process limit. The batch average thermal result was within the in-process upper limit requirement. 10 additional wrap samples were pulled from the same hour of production as the wrap with the out of in-process thermal result. The resample wraps met the required in-process limit for thermal temperature. Outside of the investigations discussed in this report, there was no other out of limit temperature events associated with this batch over the three day production run. Event report (B)(4) (manufacturing investigation) determined method/procedure as the root cause of the individual cell temperature being outside the thermal limit . Production of thermacare wraps with hot cells is a known, non conformance; as these defects can occasionally occur due to manufacturing process variability. The root cause is considered a common cause due to process variability. Additional information has been requested and will be provided as it becomes available. Follow-up (17nov2016): new information received from a contactable pharmacist includes: patient data, suspect product start date, suspect product indication, action taken with suspect product, event onset date, reaction date (additional event scar) and event outcome. Follow-up (18nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts needed. No further information expected. Company clinical evaluation comment: based on the information provided, the reported events burn blister and scar as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events burn blister and scar as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.